Event description:
The lay user/patient contacted lifescan (lfs) alleging that the one touch ultralink meter was not powering on by inserting the teststrip into the meter, which was unresolved with troubleshooting. There were no allegations of harm or injury.